Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5181057. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
A voluntary medwatch report was received on 01/16/2026. According to a report received via maude, the patient stated that on (B)(6) 2025, their dexcom g7 sensor was displaying low glucose readings despite their blood glucose levels being very high. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient reported that the day of the event the cgm reading was in a low range, and that the blood glucose reading was in the 300 mg/dl range. She stated that she almost ended up in the hospital due to experiencing severe diabetic ketoacidosis. When asked about the details, she refused to answer and eventually ended the call. No specific symptoms were reported. It was unknown what treatment was provided and if the patient called the emergencies. No other details were documented, and the patient declined to provide further information regarding the event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.